Manufacturer narrative:
Investigation revealed that there was no system malfunction. Upon examining the logs, it was discovered that the misplaced implants were due to an ict shift during registration. The system correctly alerted user to a potential registration shift with a warning message: "patient reference unreliable". When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. This can occur when the ict moves after the surgical snapshot is taken and before a spin is sent to excelsius gps. Ict shifts can lead to a loss of navigational integrity. If a registration shift occurs, it is recommended to perform a landmark check before proceeding. The user cleared the warning and proceeded with navigation. They replaced implants using traditional methods with no adverse effect to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced without the use of the robot.